Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report a replace battery now alarm and then a few hours later the device shut off without an alarm. The customer's blood glucose level was 25 mmol/l. The customer did not treat. The customer was advised to monitor the device and reading. Nothing was replaced or returned for analysis.